Event description:
The user facility reported valve leakage during a procedure. The following information was provided by the user facility: the device leaked blood at the homeostatic valve excessively. The same issue occurred on four (4) devices from the lot#150220 of the same product code at this facility.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. (B)(4).

Manufacturer narrative:
(B)(4). The event description indicates excessive bleeding at the homeostatic valve. The amount of blood loss was unable to be confirmed. The actual device was returned to the manufacturing facility for evaluation. Visual inspection did not find any visible anomalies. The sheath was submerged in water and an air pressure of 0.3kgf/cm2 was applied to the inside, an air leak was not observed. The sheath inserted over a factory-retained 6fr. Heartrail ii was submerged in water and an air pressure of 0.3kgf/cm2 was applied to the inside of the sheath. An air leak was observed. In that state, the cross-cut valve was inspected under magnification. A gap was found to have been generated between the cross-cut valve and the catheter inserted in it. The cross-cut valve, after having been taken out of the sheath, was closely inspected under magnification. A flaw was found to have been generated off center the slit. A review of the device history record and product release decision control sheet of the product code/lot# combination confirmed there were no production related problems or discrepancies in the inspection results. There are three more complaints received from this facility for the same issue. Please refer to MDR numbers 9681834-2015-00159, 9681834-2015-00160 and 9681834-2015-00161. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual sample, including a dilator, hit off center the cross-cut valve housed in the sheath with its tip when the two devices were combined with each other. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).